Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified however, , it is likely the following led to the malfunction: -the foreign material may have been unremoved because the device was not reprocessed properly due to a leak occurred by deformation of right/left and up/down angulation control knobs. The event can be detected and prevented by following the instructions for use: -gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material inside the air/water tube, air/water cylinder and plastic distal end cover. There were no reports of patient involvement.